Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not receive effective therapy from the current system. Surgical intervention was undertaken on (B)(6)2023, where an additional lead was added. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated,